Event description:
Clinical specialist was at hospital that had a case, the hospital was out of xpeedior catheters and needed one. The specialist gave the hospital a xpeedior out of his trunk stock. Hospital personnel took the xpeedior and used it in a case without issue. When rep called in for a hand carry credit he found out that the catheter he gave the hospital was expired. The rep said that before he gave them the xpeedior he checked the packaging and the label he thought it said 10/2008, but it really said 10/2006.

Manufacturer narrative:
Event consists of use of expired product. No adverse event resulted. No additional follow-up warranted.